Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® iliac branch endoprosthesis branch component (B)(6), gore® excluder® iliac branch endoprosthesis internal component (B)(6), a gore® excluder® aaa endoprosthesis (B)(6), a gore® excluder® iliac branch endoprosthesis internal component hgb161407a, and a gore® excluder® aaa endoprosthesis rlt281412. The devices were implanted in the right common iliac. During the procedure, the surgical team missed an additional (B)(6) that was used as a bridge limb from the contralateral limb of the (B)(6) to the ceb (B)(6), as well as the previously noted plc271000 that was used to extend the ipsilateral limb of the (B)(6) into the left common iliac. The patient tolerated the procedure. On (B)(6) 2024, the patient was treated for an aneurysm in the left common iliac. The physician implanted a gore® excluder® aaa endoprosthesis plc121400. Because the left hypogastric was too small to allow implant of an ibe device, the physician decided to intentionally cover the vessel. The physician stated that they could not be sure if there was a type ib endoleak, as the patient has poor kidney function, so only a non-contrast CT could be performed. There was aneurysmal deterioration of the left common iliac. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code d12 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D6a: implant date - corrected to (B)(6) 2020.